Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella 5.5 for support during a high risk cardiac procedure. The chest was opened and coronary artery bypass graft was performed and an impella 5.5 was placed successfully. During impella 5.5 support, it was reported that the upon arrival to the bedside, the patient was progressing very well with discussions of possibly extubating. However, the patient experienced a seizure lasting approximately 25 seconds. Hemodynamics remain unchanged after the seizure. The patient was taken foe a computed tomography to assess and bleeding was noted. Additionally ,there was decoupling of the aortic and left ventricular waveforms and ectopy. No suction alarms had occurred and flow was on the lower side of normal for p-7. The patient was intubated and sedated with high dose propofol. The patient was not on systemic heparin due to brain bleed. The patient taken to the operating room and the physician exposed the impella graft and removed sutures. The impella was turned off at this time per the physician's request. The impella required some manipulation to come out of the graft but was ultimately explanted without any issue. Of note, while in the operating room, the patient converted to atrial fibrillation with rapid ventricular response and blood pressure (bp) decreased. Anesthesia increased epinephrine drip due to drop in bp and gave a push dose neo-synephrine. Upon return to intensive care unit, rhythm converted back to normal sinus rhythm with marked improvement in bp, and the patient was being weaned from the epinephrine infusion. Also of note, the patient began following commands yesterday. Post-operatively, the patient was noted to nod appropriately as well as follow commands. The patient survived the procedure.